Event description:
Describe event, problem, or product use error: patient reported having a broken compressor unit. Patient unable to complete morning's treatment. Missed dose reported. Patient will follow up with md. Unknown date of malfunction. Unknown if device is available for return. No further info provided. Indication: chronic obstructive pulmonary disease, unspecified.